Event description:
A surgeon reported that an uneventful intraocular lens (iol) implant surgery was performed about one year ago. One day after surgery, the surgeon noticed that the optic was domed. She reported that this led to a significant deformation of the iris. The haptics were still in the capsular bag and the iol was correctly placed in the bag (haptics and optic). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. This report was mailed to FDA on: 12/19/2008.